Event description:
Device was sheared apart at the groin level leaving the distal part behind which was inter-arterial and traveled down to the mid sfa. Groin cut-down was performed and tip was removed with the use of a snare.

Manufacturer narrative:
Device was inserted and blood return was noticed with cuff at the level of the skin. Resistance met, release wire pulled, device was advanced, suture tab was very hard to pull. "Almost like tugging on something". Device was then pulled to remove, upon which the distal tip broke off inside the pt. It appears the device caught on a starclose, that was placed in a prior procedure, and as the physician pulled the sheath back it dug into the fish until it caught on the skive. Tip was removed with the use of a snare. Device was used as closure only.